Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that inspection of lan cable connector revealed damage to prongs inside preventing connection. Replacing the ethernet cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was getting an orange line connection in the software. The site attempted to verify the navigation system on the mobile view station (mvs), but it would not verify. After this, the site verified the network configuration on the navigation system and ensured it was correct on the mvs. The site then bypassed the bulkhead on the systems, but the issue was not resolved. Two different ethernet cables were tested as well, but the site was unable to get them to connect. The procedure was completed without the use of navigation and imaging. There was a delay of less tha 1 hour. No known impact on patient outcome.